Event description:
Red lumen of the PICC was clotted, alteplase was instilled for about 2 hours. Nnp flushed the lumen and another round of alteplase was to be ordered. Before then rnc to bedside to visualize the PICC line site. There was fluid under the dressing at the insertion site. Rnc flushed red lumen and visualized the flush coming out from the insertion site. When flushed again the red lumen leaked out from the insertion site and the site puffed up slightly. Line ordered to be discontinued.

Manufacturer narrative:
An investigation has been initiated. Currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The 2.6f vascu PICC was returned for evaluation with approximately 16 cm of lumen attached. Visual inspection revealed a lengthwise split in the lumen approximately 1 cm from the hub and continuing down another 1 cm. Under magnification it can be seen that the edges of the split have curled over, indicative of the lumen stretching prior to bursting. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacturing process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. The device was implanted for over one month and functioned as designed with no prior issues. A root cause cannot be determined but is not likely manufacture related. Excessive external pressure applied to the lumen may be a contributing cause for this type of failure. The instructions for use (IFU) include warnings and parameters for infusion equipment and bolus injections to avoid excessive pressures. If resistance is encountered to aspirating or flushing, the lumen may be partially or completely occluded. Do not flush against resistance.